Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number 2017865. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number 2017865.